Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the second inflation at 12 atmospheres in the distal left circumflex (lcx), the voyager balloon ruptured. The balloon catheter was removed and a non-abbott balloon catheter was used successfully. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.